Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was also reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced frequency, incontinence, nocturia, and chronic leakage. (B)(4).

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with a cystoscopy and placement of tape due to stress urinary incontinence.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted concurrently was a cystoscopy due to stress urinary incontinence.

Manufacturer narrative:
Date sent to FDA: 4/18/2019. Additional narrative: it was reported that following insertion the patient experienced urinary urgency, pelvic floor musculature spasms, low abdominal pain and urinary retention.